Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was further reported by an attorney that the patient underwent an open ventral hernia repair surgery on (B)(6) 2013 and a mesh was implanted. It was further reported that excision of atrophic chronic wound with localized tissue advancement flap was performed. It was also reported that the patient continues to experience severe pain, revision surgeries, organ damage, disfigurement, scarring, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 10/17/2019. Corrected information: manufacturing site name.